Event description:
I had the interstim put in on (B)(6) 2013 and had it removed (B)(6) 2013. I keep losing feeling in my leg and I live in severe pain everyday.

Event description:
I am wondering if there is anything being done about the interstim. This device has mess up my life and health, I had this nightmare device remove but the problems from the interstim are still there without the shocking pain. Please let me know what is going on with this eval device. Thank you.